Event description:
Device 2 of 4; reference MFR report: 3008829311-2017-01017, reference MFR report: 3008829311-2017-01019, reference MFR report: 3008829311-2017-01020. Additional information indicated the patient had a replacement system implanted on (B)(6) 2017, however the lead that was unable to be explanted was not removed.

Event description:
Device 2 of 4. Reference MFR report: 3008829311-2017-01017, reference MFR report: 3008829311-2017-01019, reference MFR report: 3008829311-2017-01020. It was reported the patient's leads were being explanted due to ineffective stimulation (reference MFR report: 3008829311-2017-01009, MFR report: 3008829311-2017-01010, MFR report: 3008829311-2017-01011 and MFR report: 3008829311-2017-01012). The physician was unable to remove one of the leads. The patient was referred to a neurosurgeon and may undergo additional surgery in order to remove the lead. It is unknown which lead was unable to be removed; therefore all possible leads are being reported.